Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 250mcg/ml fentanyl at 127.03mcg/day, and 250mcg/ml baclofen at 127.03mcg/day for intractable spasticity and stroke. It was reported that a motor stall was seen at the initial interrogation of the pump. The patient did not recently have a magnetic resonance imaging scan. It was reported that a stopped pump period may exceed tube set message was also seen. It was reported that there were multiple stalls and recoveries going back to (B)(6) 2017 in the logs. No symptoms were reported. No further complications were anticipate/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on (B)(6) 2018. It was reported that at the time the motor stalls were occurring, the patient complained of nausea.

Manufacturer narrative:
Other applicable components are: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the indications for use were intractable spasticity and stroke. The patient¿s pump was alarming for a ¿few days¿ and the patient noticed symptoms of irritability and feeling ¿icky¿. The environmental, external or patient factors that may have led or contributed to the issue was the logs showed motor stalls. The clinic read the pump and turned the pump to min rate until the pump replacement occurred. The pump was replaced due to the re-occurring motor stall. During the pump replacement the segment of catheter looked like it was frayed near the sutureless connector and the physician was concerned because the catheter was yellow discolored. The catheter was partially explanted and a new pump segment was implanted to replace the defective pump segment of the existing catheter. The issue was resolved at the time of the report and the patient status was noted as alive, no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the device found residue on the gear shaft of the motor gear train that resulted in the motor stall. (Serial number (B)(4)) implanted: analysis of the device found a kink in the catheter body which caused the catheter to become occluded. If information is provided in the future, a supplemental report will be issued.